Manufacturer narrative:
The device was received for evaluation. During functional testing, system 345 error was reproduced when the device was powered on. A review of event history log revealed multiple occurrences of the reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor is the failed component. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during unspecified process in the intensive care unit. There was no patient involvement. No additional information is available.